Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: sesr01 implantable pulse generator 2013-(B)(6). (B)(4).

Event description:
It was reported that the patient presented to the emergency room due to a syncopal episode. It was discovered that the recently implanted right ventricular (rv) lead had high thresholds along with a decrease in r waves. When pacing at a high output, there was loss of capture. A positioning issue was determined. The lead was repositioned and remained in use. No patient complications have been reported as a result of this event.